Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating for unknown reason. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not fully inflating for unknown reason. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
Updated lot number d4 and concomitant product/therapy c2/d10. D4 unique identifier (UDI) for reservoir: UDI: (B)(4).